Event description:
It was reported that the ventilator lost power with no audible alarms while connected to a patient. When the ventilator restarted, it was not performing correctly. The patient was placed on a backup ventilator. No patient harm reported.